Manufacturer narrative:
The product code was reported as 35700. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was continually offline day and night for no apparent reason. It was further reported that the pump would sound an unknown alarm and the nursing staff would have to resolve it then treatment would continue. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.